Event description:
Patient had two episodes of v-tach. First episode of v-tach alarmed appropriately. The second episode of v-tach, 8 beats) failed to alarm. The monitor should have sounded at the bedside and at the central station, but did not. This facility has had three similar events in the last approximate 2 weeks with this equipment. No patients were harmed.